Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead was attempted but not used due to the lead having superior vena cava (svc) coil damage during implant. Specifically it was stated that while torquing the lead, the svc coil looked unraveled. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implant procedure was considered difficult because of the patient's tortuous veins and stenotic right subclavian vein. The physician noted that there was continuous torquing of the lead.